Event description:
It was reported that a pump declared a cartridge alarm during insulin pumping, and the issue persisted even after an attempt to load a new cartridge using the correct technique. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy successfully, so technical support decided to replace the pump and instructed the customer to put the pump into storage mode and return it. The customer was also informed about using multiple daily injections as a backup insulin therapy to ensure uninterrupted insulin delivery.